Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the patient was in the mental hospital for her depression due to living with chronic pain and the death of her daughter. The patient had been acting like a zombie. The patient was hospitalized a few days prior to the patient's refill procedure on (B)(6) 2015. The health care providers had leveled out the patient's medications so that she would be better, but the patient went downhill so fast on sunday. Three days after the refill procedure, the patient was brought back to the hospital, because she was "zoning out" and "acting like a zombie." It was noted that this was a regular occurrence. The patient suffered a heart attack that day ((B)(6) 2015) while in the hospital. The health care providers decided to turn off the pump, because the patient was so lethargic. It was noted that they turned the pump back on to "50%" of the previous dose to prevent withdrawal. The manufacturer representative had come to the hospital to turn the pump down. The pump was only stopped 2-3 days. The cause of the heart attack was unknown. The patient was going to have the catheter examined for blockage on (B)(6) 2015. The patient was currently hospitalized. It was noted that the health care providers thought the patient was on too many medications. The patient was taking antidepressants, psychotic medication, medication for high blood pressure and high cholesterol, and diabetic medication. Additional information was requested regarding the event date, diagnostics, interventions, patient outcome, and event cause. If additional information is received, the event will be updated.